Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient had a headache and was feeling sick. The cgm was reading 73 mg/dl and the blood glucose reading was 580 mg/dl. The patient´s parents took the patient to the hospital where he was treated with insulin. The patient recovered and was discharged the same day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hyperglycemia.